Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance in the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The distal section of the catheter did not open. The pipeline was not placed in a vessel bend when it failed to open. Multiple retrieving and deployment attempts were attempted to open the pipeline.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex device was returned stuck within the marksman catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228359682). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open. The patient was undergoing treatment of a saccular, unruptured aneurysm with a max diameter of 10 mm and a 8 mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone was 3.2mm distally and 3.4 mm proximally. The access vessel was the femoral artery, with unknown diameter. Dual antiplatelet treatment (dapt) was administered.  It was reported that stent was selected after measurement. After the stent tube was in place and the stent was delivered, the stent was pushed out. However, the tip end of the stent could not be opened. After repeated retrieve and deploy, it still could not be opened. It was withdrawn form the entire system and replaced with a new one to complete the operation.  The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure showed blood retention in aneurysm. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.